Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
It was reported that the image froze and the system had to be rebooted (lock up). There is no report of injury or death associated with the event described in this complaint.